Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that alerts triggered due to drops in pacing impedance on the rv lead. A review of the device data by qualified personnel determined that the information was suggestive of inner insulation degradation of the rv lead. Additionally, there were high capture thresholds on the left ventricular (lv) lead. The rv was abandoned and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693665 lead implanted: (B)(6) 1994; 5568-53 lead implanted: (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.